Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the infusion sleeve for the balanced tip is rolling up and clogs on a regular basic. The number of occurrences and patient impact is not known.

Manufacturer narrative:
Correction provided in h.10. The previous g.4. Date provided in the initial medical device report was incorrect. The correct date is (B)(6) 2020. Additional information provided in g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this small parts tray, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).